Event description:
Complete loss of sight in one eye [blindness unilateral]. Child pierced eye when slipped and fell on metal shaft of oral-b power toothbrush [eye injury]. Case description: a consumer reported that his (B)(6) son was changing the brushhead on his oral-b rechargeable, version unk toothbrush in (B)(6) 2010, when he slipped and fell on the metal shaft of the power toothbrush; the shaft pierced his eye and resulted in a complete loss of sight in one eye. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch testing or product investigation.